Event description:
It was reported that a handpiece became hot during use; no injury resulted.

Manufacturer narrative:
Per the FDA public health notification: pt burns from electric dental handpieces, issued december 12, 2007, "burns may not be apparent to the operator or the pt until after the tissue damage has been done, because the anesthetized pt cannot feel the tissue burning and the handpiece housing insulates the operator from the heated attachment." Though no medical/surgical intervention was required in this event, there have been previously reported events rec'd in the last two years involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was returned and run; it was found to run at 190k rpm, 10k less than normal top speed, and became hot to the touch. It was then lubricated and run again, attaining a speed of 195k. The lack of performance is consistent with worn bearings. A DHR review conducted for the lot involved as well as the previously and subsequently manufactured lots passed.